Manufacturer narrative:
The stent was returned for analysis. The reported stent dislodgement was able to be confirmed. The reported failure to advance and difficult to remove were unable to be replicated in a testing environment as they were based on operational circumstances. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that interaction with the previously implanted stent resulted in the reported failure to advance and the reported difficulty to remove. Manipulation of the device resulted in the reported stent dislodgement. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The device has been received. Evaluation is not yet complete. A follow up report will be submitted with all additional relevant information. The xience xpedition 48 is currently not commercially available in the us; however, it is similar to a device sold in the us.

Event description:
It was reported that the procedure was to treat a 90% stenosed, mildly calcified lesion in the left circumflex artery. Following pre-dilatation, the 2.5 x 48mm xience xpedition (xx) stent delivery system attempted to advance through a previously implanted stent in the distal left main to proximal left anterior descending coronary artery; however, the xx became stuck on the previously implanted stent. In an attempt to remove the xx stent, the xx stent dislodged. The xx stent was removed with a snare. No further intervention was performed. There was no damage to the previously deployed stent. There was no adverse patient sequela or a clinically significant delay. No additional information was provided.